Event description:
Pace medical was notified on 09/23/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that the display was not working properly. The device was analyzed and the complaint was confirmed. The display was replaced. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: either random component failure or the result of a sudden impact.